Manufacturer narrative:
(B)(4). This final follow-up report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Eight radiographs were provided, out of which two were relevant for (B)(4) for analysis: one post-primary anteroposterior (ap) radiograph ((B)(6) 2015) and one pre-revision ap radiograph ((B)(6) 2020). The inclination angle of the acetabular shell in the post-primary ap radiograph is approximately 44 degrees. The g7 operative technique states that the preferred acetabular orientation is 40 degrees inclination, but final acetabular position depends on patient anatomy and may vary slightly with approach. The english translated version of the operative notes of the primary surgery provided with (B)(4) mention insertion of the trial cup, producing an ideal position. Irrigation, impaction of the size 50 g7 cup down to the base. Correct seating. The inclination angle of the acetabular shell in the pre-revision ap radiograph is approximately 66 degrees, which is considerably higher than 44 degrees measured in the post-primary ap radiograph. This change in the inclination angle confirms loosening of the acetabular cup which is mentioned as the reason for revision in the complaint description. Radiolucency and a gap is also observed in inferomedial region surrounding the acetabular shell, as it appears that the shell migrated proximally between the two radiographs. The pre-revision ap radiograph shows more varus alignment of the femoral stem in comparison to the post-primary ap radiograph, as noticed from the change in the position of the distal portion of stem between the two radiographs. The manufacturing history records (mhrs) for the g7 bispherical acetabular shell, e1 neutral liner, and taperloc lateralised stem have been checked and verify that the components were manufactured and sterilized in accordance with the applicable specifications. The patient was (B)(6) at the time of the primary surgery. Other details about the patient such as sex, height, weight, bmi, whether the patient is/was a smoker, patient activity were not provided due to data protection as stated in the zimmer biomet product experience report (zper) provided with (B)(4). The zper also mentions that there were no contributing conditions relating to the event and surgical technique for the product was utilized. The instructions for use provided with the g7 bispherical acetabular shell provided the following information: warnings and precautions: biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal, healthy bone and joint tissue. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Patient smoking may result in delayed healing, non-healing and/or compromised stability in or around the placement site. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Postoperative bone fracture and pain. The root cause of the loosening of the g7 bispherical acetabular shell cannot be established without further information such as examination of the revised components and further patient information. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found 4 complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2015. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6), 2015. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6), 2020.

Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: g7 neutral e1 liner 36mm d, item 010000856, lot 3611132. Medical product: tprloc 12/14 por lat 9x137, item 650-0263, lot 3540477. Medical product: delta cer fm hd 036/-4mm 12/14, item 650-0836, lot 2015050208. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2015. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6) 2020.